Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, unsatisfactory r-wave morphology was noted with the left ventricular (lv) lead. Repositioning attempts were made, but the physician encountered difficulty extending the helix. The physician did not use the lead, and a new one was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of unsatisfactory r-wave morphology was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.